Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received reporting, "the tube was kinked." The reporter could not provide the date of the event, only that the device was used. No further information was provided including patient details, treatment or outcome.